Event description:
The customer reported diminished tissue vaporization at 160,000 joules with the fiber during a prostate procedure. Diminished tissue vaporization is indicative of decreased energy emitting from the fiber, not a reportable issue. The procedure was completed with a second fiber. It was reported that there was no harm to the patient as a result of this event.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Failure analysis disclosed that the fiber was fractured under the glass and metal caps and that the glass and metal caps were also detached. Fiber cap detachment is considered reportable. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber and accelerating wear out of the cap. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).